Manufacturer narrative:
The manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # 12a21, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a21 mitroflow aortic pericardial heart valve at the time of manufacture and release.

Event description:
On (B)(6) 2015 a patient received an aortic valve replacement (avr) due to aortic stenosis. The patient received a concomitant mitral valve replacement and tricuspid annuloplasty. These procedures were performed due mitral valve dysfunction and tricuspid valve regurgitation respectively. A mitroflow 12a21 was implanted at the aortic valve position. A cep25mm was implanted at the mitral valve position and a medtronic /contour 3d was used for the tricuspid annuloplasty. During the patients two week stay they received a blood transfusion due to hemolytic anemia and diuretic medications which they received post-op. It is unknown exactly when these treatments were started. On (B)(6) 2018 here was suspected mitroflow dysfunction. Leaflet immobility was confirmed in one of three leaflets. Echocardiographic review identified possible calcification. No abnormality was observed on mitral side. The patient requested the re-operation to replace the valve because their medication was not working well. On (B)(6) 2018 the re-operation was performed. The mitroflow was explanted and the mechanical valve (medtronic/ats) was implanted. The patient has no history of dialysis, but, has immune disorder (detail is unknown). Visual observation of explanted mitroflow showed calcification mostly on the left-coronary cusp. Slight calcification was also observed on the non-coronary cusp.

Manufacturer narrative:
A gross investigation was performed on the returned valve. The returned prosthesis valve was received with calcifications visible both on the inflow and outflow side. A visual investigation was performed on the returned valve. The stent and the sewing ring were covered by fibrous pannus that on the inflow side protruded 2-7 mm into the lumen, narrowing the annulus, and contributes to stenosis. The pericardium of leaflets a and b was thicker than normal near the posts due to calcifications. Pericardial delaminations were detected in leaflet a near post 1. Thrombus depositions were visible on some inflow surfaces. Reddish areas due to coagulated blood entrapment were present on almost all surfaces. This mitroflow valve was explanted after 3 years and 4 months due to a reported structural valve deterioration. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from leaflets tears. There was no evidence of endocarditis in the returned valve. Structural dysfunction is a major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. It is possible that the patient¿s clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve. The root cause of the failure is calcification leading to structural valve deterioration which is a known inherent risk when using biological valves. The root cause of the calcification cannot be determined at this time as there is no clear contributor and endocarditis was not present on the device.